Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that he had been having high blood glucose. Customer's blood glucose was 330 mg/dl. Customer's blood glucose at time of call was 413 mg/dl. Customer treated his high blood glucose with the device. Customer reported the site was soaked with insulin and was leaking. Cannula was not bent, the adhesive pad was saturated with insulin. Customer suspected that he might have forgotten to connect the quick release. After troubleshooting, customer was advised to change the entire set and reservoir. Customer will not be returning the device for analysis.